Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had blood glucose level of 488 mg/dl. Customer had blood glucose level 444 mg/dl. Customer was treated with insulin pump. The insulin will not be returned for analysis.